Event description:
The physician explanted and replaced this valve because the performance setting was constantly changing the valve would not hold the setting.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.